Event description:
In 2003, this pt was implanted with gore excluder bifurcated endoprostheses to treat an abdominal aortic aneurysm. In 2009, the original devices were relined with gore excluder aaa endoprostheses to address the endotension. The pt tolerated the procedure with no further complications.

Manufacturer narrative:
A review of the mfg paperwork is being conducted. Aneurysm growth in the absence of endoleak has been defined as endotension. One hypothesis for the source of endotension is the transmural movement of serous fluid across the material used to fabricate devices used to treat the aortic abdominal aneurysm. In response to this issue, gore elected to provide a design enhancement to the original gore excluder bifurcated endoprosthesis.